Event description:
During product service by a service technician, a flogard infusion pump failed a battery test. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event discovered during preventative maintenance. The cause of the failed battery test was not determined. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.